Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement, as device had not yet been used on the customer at the time of the reported event. Reportedly, customer reverted to an alternate pump for insulin therapy.